Manufacturer narrative:
Manufacture date unknown. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The investigation determined that the system is working per design. No software defect deficiency contributing to the reported problem was identified during the investigation. The event is attributable to a use error.

Event description:
A physician in the ER confused a comparison image/report on the ra 1000 for a current and made a clinical decisions based on the comparison image/report instead of the current image. While information affecting the clinical decision was displayed correctly, it was not noticed by the physician, resulting in an unnecessary medical procedure which required 1 day hospitalization.